Event description:
Per report received from foreign MFR: nir stent was mounted, then difficulty advancing wire via balloon catheter lumen. Procedure abandoned and new nir and goldie used successfully.